Event description:
It was reported that this right ventricular (rv) lead exhibited a spike in shock impedance reaching measurements higher than 200 ohms. Technical services (ts) was contacted and recommended follow up with the physician to attempt to reproduce the spike. This rv lead remains in service. No adverse patient effects were reported.